Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating with interface. A technical support specialist (tss) verified the server status and found that both upload and download timestamps for this station were current, indicating successful communication between the device and the server. The interface team logged into pes to check the order ID and noticed that the order was not appearing in the pyxis enterprise server. Then connected to the es interface and confirmed that both current transactions were processing and inbound messages (adt/rde) and outbound usage (rds) along with inventory (zpm) messages. The customer stated that the ticket could be closed as the users had a solution and mentioned that the users would open another ticket if the current solution did not work. The system functioned as intended after the issue was resolved. E1: facility name: (B)(6).